Event description:
It was reported that approximately 1" above the contacts at the extension/lead hookup end the lead was compromised. The wires were sticking outside of the insulation and stretched. Additional information reported that the lead was damaged during the procedure. No pt injury was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.